Event description:
A doctor reported that a leak was found on yume set. The was reported to have been coming from the connection between a yume set and the transfer set. The transfer set had been in use for 7 days. Both the yume set and transfer set were requested for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information was received on (B)(4) 2012. It was unknown how long the set was in place before it fell off. The set was not being reused. There were no difficulties noticed during initial connection or disconnection. There were no other spikes or luers being used. There were no other disconnection issues. The separation occurred during therapy. The patient did not have any pets that could have caused damage to the supplies. The tubing was not tangled. The sample was received by baxter on an unknown date. It was visually inspected with no abnormalities observed. Functional, pressure, and clear passage tests were performed with no issues noted. The complaint could not be confirmed via the sample evaluation. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition was not confirmed during evaluation. Therefore the root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.